Event description:
It was reported the case is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the upper case is dented and broken and lower case is broken. Analysis also found the battery release and battery drawer are contaminated. Ring cover and side bail covers are broken. Battery contacts are compressed, ring bail is missing, and keyboard is delaminating. (B)(4).